Event description:
The customer reports two sets of back to back results: 261 vs. 79 mg/dl on a professional meter and 210 vs. 100 mg/dl on the professional meter. Controls were not run. Return requested and replacement was sent.